Event description:
Customer reported that a pt with a previously identified anti-kell did not react with 0.8% surgiscreen lot 8sss15, cell #3. No death or serious injury was associated with this incident.